Event description:
Legal claim alleges patient suffers from elevated levels of toxic metals in her blood, microscopic metal particles in patients body, soft tissue damage, inflammatory reactions, bone loss, pain, and pain from the device grating and scraping upon itself within her body. The claim also alleges that patient is unable to have a revision surgery due to her age and condition. ***update*** (B)(4) 2012 - litigation papers allege the patient suffered injury to body and extremities and physical pain. Papers also allege excessive levels of chromium and cobalt blood levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.(B)(4)

Event description:
Update rec'd 4/29/15 - plaintiff's preliminary disclosure form was received, which identified part/lot information. There is no new additional information that would affect the investigation.